Manufacturer narrative:
Eval summary: two complete leads were returned to the manufacturer for analysis. Lead 'a' had compression damage at approximately 18cm from the stimulation end. Additionally, signs of electrocautery instrumentation marks were observed. Functional testing of lead 'a' found no anomalies. Lead 'b' was kinked with broken wires approximately 17 cm from the stimulation end. Electrocautery instrumentation marks were also observed. Compression marks and the fractured wires on the lead aligned with the distal ended anchor placement. Lead 'b' failed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2011-02509 and 1627487-2011-02510. The pt received an scs system, including two percutaneous leads (of the same lot) and two anchors, on (B)(6) 2010. It was reported the pt lost stimulation from her scs system following a fall in the shower. Diagnostic testing of the leads found high impedances. The leads and associated anchors were explanted and replaced. The pt complications were reported as a result of this event.